Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a small pericardial effusion, hypotension, acute renal failure and acute pericarditis. The physician mentioned that after a procedure with a farawave pulsed field ablation catheter, a patient was kept overnight due to an oozing groin. Also mentioned, that the patient had some increase in creatinine due to an acute renal failure not related to hemolysis, hypotension, acute pericarditis and a small pericardial effusion that did not required any treatment. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.